Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an abdominal aortic procedure (the patient was treated for a dissection measuring 28.6 mm in length). After the placement of a medtronic stent, a proximal type 1a endoleak occurred. An endurant cuff was planned to be implanted but, it was discovered that the stent delivery device was kinked, which was suspected to have occurred during manufacturing or transportation. The cuff could not be implanted as a result. The procedure was completed using balloon dilation without placing the cuff. It was confirmed the ia endoleak was in the main body stent graft. The ia endoleak was still present after ballooning. There was no damage noted to the outer packaging of the endurant cuff. Force was not used when taking the endurant cuff from the packaging. Th endurant cuff did come into contact with the patient.